Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 40 mg/dl and 32 mg/dl while sensor glucose value was 78 mg/dl. The customer experienced a severe hypoglycemic episode after administering a meal bolus via insulin pump. She had entered carbs for breakfast and delivered the bolus at 8:04am based on a sensor glucose reading of 93 mg/dl, this was done in advance of eating (user had not eaten yet and did a bolus). User had low alert setting at 75 mg/dl with ¿alert before low¿ enabled. Shortly after, she collapsed while making her bed and had a seizure. Ems responded, and a fingerstick glucose showed 32 mg/dl however they also mentioned a 40 mg/dl at 8:18am. The sensor had read 78 mg/dl at 8:17am, indicating a possible inaccuracy. She was treated with glucagon and oral carbohydrates and declined hospital transport. Loss of consciousness was mentioned as well. The event involved product(s) mmt-5100clx. The sensor was worn for 4 days. No product return is expected for mmt-5100clx.